Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used being used to treat a right coronary artery (rca). After a low speed treatment was performed, intravascular ultrasound (ivus) was used to evaluate the treatment. When attempting an additional proximal-to-distal treatment, the oad was advanced with glideassist to pass through the lesion, but a vessel perforation occurred and the viperwire guide wire fractured. Several attempts were made to retrieve the fractured wire component using a snare and other guide wires, however, the retrieval was unsuccessful. The fragment remained in the distal branch of the #4 pd. The procedure was aborted.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported perforation of vessels and serious injury appear to be related to operational context. In this case it is possible that the reported perforation of vessels and serious injury are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: b5, h6 (codes 4118, 3233, and 11 no longer apply), h10 (viperwire report).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used being used to treat a right coronary artery (rca). After a low speed treatment was performed, intravascular ultrasound (ivus) was used to evaluate the treatment. When attempting an additional proximal-to-distal treatment, the oad was advanced with glideassist to pass through the lesion, but a vessel perforation occurred and the viperwire guide wire fractured. Several attempts were made to retrieve the fractured wire component using a snare and other guide wires, however, the retrieval was unsuccessful. The fragment remained in the distal branch of the #4 pd. The procedure was aborted. Additional information was received indicating the oad contributed to the perforation. The cause of the fracture was due to the shallow position of the viperwire and poor wire support, which led to the wire retracting during the procedure. 2.5 centimeters of the viperwire were left in-vivo and the physician has no concerns of long term risks to the patient. There was no difficulty wiring or delivering devices. The procedure was completed by deploying a stent graft to treat the perforation. The patient was discharged in stable condition.